Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that device was explanted due to loss of function. No further information has been provided. This report is filed march 13, 2015.

Event description:
Per the clinic, the device was explanted due to an unspecific device problem. Additional information has been requested but has not been made available as of the date of this report, (B)(6) 2014.